Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings. The customer also reported that they received a weak signal alarm. The customer's blood glucose was 79 mg/dl and sensor glucose was 68 mg/dl at the time of incident. The customer's blood glucose was 83 mg/dl and sensor glucose was 57 mg/dl at the time of call and triggered threshold suspend. The customer stated that they received false low alerts. The customer stated that there was a bent cannula on the previous sensor. The customer declined to troubleshoot for the weak signal alarm. The sensor will not be returned for analysis.